Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized 3 times due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was 500 mg/dl. The customer was treated with insulin drip for high blood glucose. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.